Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had absence of insulin flow blocked alarm. The customer's blood glucose was 281 mg/dl at the time of incident. The customer performed high pressure test and the insulin pump did not alarm insulin flow blocked. The insulin pump will not be returned for analysis.